Manufacturer narrative:
(B)(4).

Event description:
During baxter's review of the event history of another report for a colleague infusion pump, it was discovered that there was a battery depleted set alarm that occurred during infusion that caused an interruption during delivery for all three channels. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Event description:
This is a spontaneous report by a physician from (B)(4) of peritonitis in a male patient coincident with dianeal-n pd-4 1.5% and extraneal therapies. On (B)(6) 2006, the patient began dianeal-n pd-4 1.5% 5000ml and extraneal uv flash twinbag therapies. On (B)(6) 2010, he complained of peritoneal cloudy effluent and peritoneal effluent was analyzed. The result was not reported. He was diagnosed as peritonitis and was hospitalized due to the event. Unspecified antibiotics were administered for the event. As of (B)(6) 2010, the event was resolving and peritoneal dialysis (pd) therapy was continued and unchanged. The physician stated that the event was not related to pd therapy, because the event was caused by break in aseptic technique. The patient stated that he had not worn mask during change of bags. There was no allegation of device malfunction. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested.